Event description:
It was reported that during an unknown procedure, the tissue pad broke off during the procedure. The case was completed with a like device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 8.10mm from the top of the outer tube. The tissue pad was not detached or broken off. The device functioned in air while being activated. The device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure".